Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. A bad array on the detector panel was discovered, which directly caused the reported issue. The detector panel was replaced and the issue was resolved. The replaced detector panel was received by the manufacturer for evaluation. Analysis of the part confirmed the reported problem. The detector panel and cp1 were installed in the test imaging system; fluoro images had a vertical black array reflecting from the bad array on the detector panel. Performing both fluoro and rad gain calibrations had no effect on images. The 3d image quality was very poor because of the bad array on the detector panel. An electrical failure mode was confirmed, with the root cause being a bad array on the detector panel. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was producing poor quality images. It was reported that the images were displayed with a white artifact around the outside. The top half of the imaging volume also appeared smaller than the bottom half. Multiple rad/fluoro gain calibrations have been completed by the site and image quality has not reportedly improved. The procedure was reportedly still completed successfully with the use of the imaging system and there was no delay because of this issue. The patient was not impacted.